Event description:
The customer reports that during insertion of the central line, the doctor did not manage to remove the guide from its support, it was sliding.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly with lidstock for evaluation. The catheter was not returned. Visual examination revealed the guide wire contains a single kink towards the distal end. Both welds appear full and spherical. The kink in the guide wire body were measured at 36 mm from the distal tip. The total length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned guide wire. The guide wire was kinked towards the distal end of the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). An additional device sample with swg kinked was received with MDR# 3006425876-2019-00080, thus this MDR submitted as a result on an additional device returned. Preliminary evaluation of the returned device indicates spring wire guide kinked in use.

Event description:
The customer reports that during insertion of the central line, the doctor did not manage to remove the guide from its support, it was sliding.